Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a procedure, there was an additional piece of plastic tubing approximately 8cm long within the lumen of the device. The plastic tubing was inadvertently inserted into the patient and had to be retrieved endoscopically. There is no additional patient consequence to report.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.